Event description:
The limited available information indicates that the customer reported, the device displayed the message/instruction "defib failure & recycle power" (defib failure cycle power). There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The limited available information indicates that the customer reported the device displayed the message/instruction "defib failure & recycle power" (defib failure cycle power). There was no report of patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.